Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not form properly. The cystic duct was not fully ligated resulting in post-operative (one day) bile leakage. A reoperation was performed to address this condition.